Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. The 6.0mmx100mmx135cm sterling balloon catheter was selected for dilatation. On the second inflation at 6 atmospheres, the measuring gauge of the indeflator was decreasing. The physician removed the balloon to check it, and found that the balloon was ruptured. The procedure was completed with a different device. No patient complications reported and the patient's status was good.